Event description:
Philips received a complaint on the philips heartstart mrx indicating that the device had stains on the front panel in front of the display. There was no report of patient involvement. Available details indicate that the device had exhibited symptoms of a failure. It was determined that the front panel was stained and it was recommended to replace the front panel. Based on the information available, the cause of the reported problem was a component failure. It was determined the front panel needs to be replaced to resolve the reported issue.